Event description:
It was reported the customer received an unexplained re-initialization message after inserting their sensor. The customer's blood glucose was 427 mg/dl. The customer had treated their blood glucose with the insulin pump. The customer was advised their message may be caused by their sensor dislodging, insertion issues, sensor wetting issues, or a damaged transmitter. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.